Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported her adc blood glucose meter displays a battery icon after test strip insertion. (The customer tried replacing the battery several times.) As a result of this issue, the customer reported that at 5 pm on (B)(6) 2015 she was at home and felt "dizzy". She self-presented to a local hospital, where she was diagnosed with hyperglycemia and treated with an unspecified intravenous infusion. No readings from the hospital were provided. The customer also reported she was also given a prescription for "a special pedialyte". There is no report of death or permanent injury associated with this event.